Event description:
It was reported that the device was being used in a classroom setting with the device connected to a pt simulator. The simulator was set to vfib, but the device indicated no shock advised and noise detected.